Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to MFR report # 3005099803-2009-05687, for the other associated device info. It was reported to boston scientific corporation that two resolution clip devices were used during a colonoscopy with a polypectomy performed on (B)(6) 2009. According to the complainant, during the procedure, they were unable to move the blue gripper on both devices, therefore, they were not able to expose and deploy the clips. The case was completed with another resolution clip device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be stable.

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2009-05687, for the other associated device information. It was reported to boston scientific corporation that two defective resolution clip devices were used during a colonoscopy with a polypectomy performed on (B)(6),2009. According to the complainant, during the procedure, they were unable to move the blue gripper on both devices, therefore they were not able to expose and deploy the clips. The case was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found that it was noticed that the clip assembly was still attached to the bushing and the capsule tabs were open, the prongs and yoke were missing and the clip assembly was locked onto the bushing. Functionally, the (blue) over sheath grip moved freely and the control wire could be actuated. The most probable root cause has been determined to be operational context as evident by the capsule tabs being open, as this is an indication that there may have been an attempt to open the clip assembly while it was still inside the sheath. A review of the device history record (DHR) was performed; no anomalies were noted. (B)(4).

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).